Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock during sexual intercourse. It was also mentioned that the patient saw a flash and that the patient has an exit burn on the leg. The hand of the patient partner was over the device at the time of therapy and the leg was touching the patient. The patient was hospitalized in the meantime. Technical services (ts) tried to search for the device in latitude, however, this was not possible. It was requested to provide further information in order to provide insight and recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.